Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. :the root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected; a crack on the infusion chamber was observed. The infusion chamber was easily removed and the welding profile inspected. The surface profile appeared to contain a disproportionate/weak energy distribution profile which is the result of an insufficient weld during contact. The most likely root cause of the customer¿s complaint is related to an error during the weld assembly process of the infusion chamber to the pinch plate. After review of this complaint, it has been determined that no further actions will be pursued at this time. Current tracking indicates no adverse trend for this lot for this event. After final assembly, each cassette undergoes a leak and flow test to mitigate recurrence of this observed issue. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cassette was leaking and cassette could not pass the test before vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.